Event description:
Customer reported a cardiac case, where invos lead 1 showed 58% and lead 2 showed 79%. Covidien is reporting this problem to the FDA due to information from the customer that there was a delay in starting treatment in response to the above readings. The customer stated that they checked the leads of the src-2, and that there was a bent pin in lead 2 at the disposable sensor attachment point. It is unknown how the cable became bent. No injury to patient reported.

Manufacturer narrative:
Covidien investigation confirmed that pin 2 of the rsc-2 cable was bent where the sensor connects. It was further found that a sensor could not be connected to the cable while the pin was bent. The bent pin was straightened. Re-testing of the cable then found rs02 values were obtained. The cable was tested for proper operation for a minimum of 24 hours using a fi pre-amplifier and a fi sensor and was observed to operative as specified. It is unknown how the scr-2 pin was damaged. Covidien did not receive the sensor in use for evaluation. Based on analysis no conclusion can be drawn.